Event description:
It was reported that during implant, the guidewire was also not able to advance and high pacing impedance was noted on the left ventricular lead. The physician elected to complete the procedure with a different lead. Patient condition was stable.

Manufacturer narrative:
The event of high pacing impedance was not confirmed and the reported event of failure to advance guidewire was confirmed. As received, a complete lead was returned for evaluation. Visual, electrical and x-ray testing were normal with no anomalies noted. Guidewire obstruction was noted from the connector pin due to blood and body fluids.